Manufacturer narrative:
Additional information: section d.10 & e.1 the recipient activation went well and the pain has resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone on the top and bottom cover prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspections. System lock was verified. The device passed the electrical and mechanical tests performed. The failure of this device is attributed to a short from the power node to electrode ground case at the analog chip. It is believed that the electrostatic discharge (esd) lead to an overload voltage, damaging structures on the case ground node inside the analog chip integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced facial nerve stimulation and pain with device use. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.